Event description:
The caller reported that the tracheostomy tube broke at the point where the hard flange connects to the inner cannula connector. This would make it loose. This happened within 24 hours of insertion and the caller does not have a definite date. The caller reported this tracheostomy tube the doctor did not want to take out and it is still in the pt. The caller reported that doctor glued the tracheostomy tube together and that the doctor felt re intubating the pt was riskier that gluing. The caller reported that they wanted the stoma to set up some before they replaced the tracheostomy tube.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.